Event description:
Customer alleges that the seat is cracked and this is the second time. Minor injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 9630-1, serial number/date code and age of product are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition states that she had hip surgery. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The husband of the consumer called stating that the seat on his wife's 9630-1 commode allegedly cracked, pinching her. The husband stated that the consumer has been using the unit since the hip surgery (B)(6). The seat of the unit allegedly cracked about a year ago. He contacted invacare and it was replaced under warranty. The seat allegedly cracked again in the same spot. The consumers' husband did not have a date of when it happened. He confirmed that the consumer did not seek medical attention. The product is to be returned to invacare for an inspection and evaluation.